Event description:
The reporter stated that fluids are not stopping once the clamp is taken off. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The product has not yet been received for evaluation. Review of the complaint database for the previous 24 months indicates that this is the only reported issue of this type on this product code. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product evaluation. An additional report will be submitted should information become available that impacts the outcome of smiths' investigation. Add'l lot number: 1152478.